Manufacturer narrative:
(B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4). This report has been identified as b. Braun (B)(4). The device is currently shipping from (B)(6) for investigation. A follow-up report will be provided after the inspection results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): the pump did not infused after 48 hours.